Event description:
The facility representative contacted baxter to report an intermate that was missing the sterility protector cap. The event occurred before use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is available. Should any additional information become available, a follow-up report will be submitted. A batch review has been performed. All release criteria were met for the production of this lot.